Event description:
Event description boston scientific received information that during a follow up visit, this pacemaker was found in reset mode and could not be interrogated out of the reset state. In addition, the patient had experienced a syncopal episode. The device was removed and replaced.